Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a download of the logs. The unit was found to function within manufacturer's specifications. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, there was an unexpected increase in pressure noted. The anesthesia machine was replaced. There was no reported patient injury.